Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial. There was surgical residue on product. Visual inspection found the haptic torn and presence of residue on lens surface. Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.5/+3.0/080 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was explanted due to lens rotation not associated to a low vault.